Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: date of event, describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion could not be confirmed based on the log review or replicated during the laboratory testing. Both suspect pump modules were observed working as intended. The timed rate accuracy test was performed at the incident infusion rate of 41.7 ml/hr in accordance with the timed rate accuracy product analysis procedure (B)(4). The pump module infused within specification, with an error result of -4.53% (measured rate of 39.81 ml/hr). No periods of unregulated flow were observed during testing. An additional timed rate accuracy testing at the incident infusion rate of 41.7 ml/h in accordance with the timed rate accuracy product analysis procedure, (B)(4) resulted in the pump module (s/n (B)(6)) infusing within specification with an error result at -4.70 % (measured rate of 39.74 ml/h) during the testing. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performed testing for infusion pumps. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation a review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the facility¿s complaint. On (B)(6) 2025, at 11:51 pm, the suspect pump module s/n (B)(6) was attached to concomitant pcu and was assigned with channel c. A remote IV message was received with the following parameters: drug ID: 168, infusion type: im intermittent primary, patient weight: 26 kg, patient bsa: 0.99 m2, drug amount: 990 mg, diluent volume: 1000 ml, duration in seconds: 86 400 s, rate: 41.6667 ml/h and a volume to be infused (vtbi): 1000 ml. Infusion started with a primary volume infused (pvi): 0.0 ml. On (B)(6) 2025, from 4:04 am to 4:09 am the user paused the infusion, with a pvi of 174.475 ml. At 11:58 pm the infusion was completed and transitioned to keep vein open (kvo) mode with a rate of 1 ml/h and capturing a pvi of 1000.01 ml. On (B)(6) 2025, at 12:00 am the user channeled off the pump module. Capturing a final pvi of 1000.05 ml. The log review for the other reported pump module (s/n (B)(6)) was not included because the last programmed infusion does not correspond to the infusion parameters provided. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the facility¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The administration set used at the time of the event was not returned for investigation; therebefore, it could not be tested. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion was not identified or confirmed through log analysis. Inspection and laboratory testing of the device found the pump modules infusing within specification. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, a0401, g0405206, c07, d15, a1801, g04067, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was still fluid remaining at the end of infusion. There was patient involvement, but the outcome is unknown. On january 5, 2026, bd obtained additional information through due diligence efforts. It was reported that the event involved an infusion of fluorouracil (990 mg in 1000 ml), intended to run at a rate of 41.7 ml/hour over 24 hours. At the end of the 24-hour infusion, 373 ml of the solution remained.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was still fluid remaining at the end of infusion. There was patient involvement, but the outcome is unknown.